Manufacturer narrative:
Initial reporter information was not provided.

Event description:
An advocate stated her mother's breeze2 meter readings have been 100-200 mg/dl different from her lab tests. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer does not have any test strips left. A new meter was sent to her.